Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4: serial number not provided. D4: UDI number unknown as no serial number provided.

Event description:
It was reported that there was a malfunction resulting in a loss of oxygen therapy during a case. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.